Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Ultrasonic waves were output in a state in which nothing was gripped by the grip (including after the tissue was cut), so the tip of the tissue pad was worn and partly peeled off. 2. The non-insulated part of the probe and grip came to contact. 3. Since the seal & cut output was performed in that state, a seal & cut short circuit error (error code:u508) occurred. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in event, it was observed, u508 short circuit alarm occurred at seal cut button output, and u511 short circuit alarm occurred at seal button output. It was noted, the teflon pad of the clamping part gradually wears and falls off with use, and usually wears and breaks at the stress position of the clamping part. It was also noted, when the tissue was not grasped, the empty output, too much clamping load of the grasping part, and the hard (or thick) tissue grasped by twisting the grasping part could also accelerate the wear of the teflon pad. When teflon pad is worn, u508 short circuit alarm occurs at seal cut button output, and u511 short circuit alarm occurs at seal button output. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic radical nephrectomy procedure, the thunderbeat 5 mm, 35 cm, front-actuated grip exhibited short circuit alarm error u508, and the teflon pad fell off. It was confirmed that the teflon pan did not fall into the patient. Subsequently, the intended procedure was completed with a similar device, with a delay of about 10 minutes. Upon inspection of the customer¿s returned device it was observed, the teflon pad of the device was found detached. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.